Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the peripheral arterial occlusive disease procedure on the (B)(6) male patient, the chronic total occlusion wire perforated the device while devices went through the anterior tibial artery. No additional information available.